Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the inability to close and re-open the clip. It was reported that during preparation of the clip delivery system (cds), more force that usual was needed to open the clip. While testing the clip, the clip would not completely close. An attempt was made to open the clip with the lock lever unlocked, but the clip remained in a not fully closed position and the clip would not open again. The cds was not used in the anatomy and was replaced. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported mechanical jams and physical resistance on the arm positioner were confirmed based on an observed loose release crimper that was noted during the returned device analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported mechanical jams (clip unable to open and close) and physical resistance on the arm positioner appear to be related to the observed loose release crimper. The investigation determined the observed loose release crimper appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices. Av will continue to trend the performance of these devices.